Manufacturer narrative:
H4: lot manufactured february 05, 2020 to february 06, 2020. H10: the device was received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition; no yellow foreign matter was observed in the fluid path. The fill port cap was removed and no damage or foreign material was observed with the connector/cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was discovered within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as yellow foreign material. The pm was discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.